Manufacturer narrative:
The reported event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure. Further analysis performed found no anomaly. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was sprung. A second lp implant was attempted but the helix was sprung as well. A third lp was successfully implanted. The patient was in stable condition before, during, and after the procedure.